Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that their heart rate dropped sometime the previous night and they would like to know why. Patient will send a monitor transmission to their medical doctor to review. The device is still in use. No patient complications have been reported as a result of this event.